Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 30 mg/dl while using control iq's sleep activity. The cause of the low bg was unknown. In addition, it was reported that the insulin gauge was inaccurate and the contact alleged that the pump over and under delivered insulin. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.